Event description:
On (B)(6) 2008, the pt was implanted with scs system. On (B)(6) 2010, the pt's son reported that the ipg turned off by itself. The pt was able to turn the device back on using the pt programmer, however, was unable to feel the stimulation, even when it was increased to the maximum amplitude. The pt was advised to contact her doctor. On (B)(6) 2010, the sales representative reported that the pt's leads migrated.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.